Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was not receiving pain relief from the scs system. The patient underwent surgical intervention a couple years ago where the entire scs system was explanted (exact date unknown) thus date was approximated ((B)(6) 2015).